Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a percutaneous interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr sheath, and the interventional procedure was completed. Reportedly post-procedure, when advancing the knot of the first prostyle device, the suture was frayed and a suture break occurred. The knot of the second prostyle device could not be advanced. Manual arterial compression was applied to achieve hemostasis there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.